Event description:
Patient was revised to address loosening of the stem and sleeve, which had little to no bone ingrowth. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address loosening of the stem at the cement/implant interface. Competitor cement was used at the time of original implantation. Poly wear and osteolysis were also reported. Doi (B)(6) 1998 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the liner product/ lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the femoral stem as the lot code required was not provided. In addition, the femoral stem product code is now obsolete. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/23/15- pfs received. Pfs alleges pain, trouble walking, and difficulty with daily activities. After review of the pfs for MDR reportability, there is no new information that would affect the investigation. The complaint was updated on:5/13/2015.